Event description:
It was reported that the insulin pump alarmed motor error. Customer stated that they do not use the sensor feature on the insulin pump and that they were able to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 5.7 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.